Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock. This symptom occurred during testing of the device. The device was evaluated locally by philips and the failure was verified. The control pca was found to be faulty. Replacement of the control pca resolved the reported symptom.

Event description:
The customer reported that the device did not deliver a shock. This symptom occurred during testing of the device.